Manufacturer narrative:
(B)(4). Returned product consisted of a solent omni thrombectomy system.. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. There were numerous kinks throughout the device. Inspection of the device revealed that the distal shaft of the catheter was kinked with the hypotube broken 24.5cm proximal of the tip. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime, due to the fractured hypotube. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on 12 september, 2017. It was reported the system shutdown during power pulse and blood was flowing into the waist bag. A thrombectomy treatment procedure was being performed within the left lower limb vein. During the use of an angiojet solent omni catheter in power pulse mode, the system ran for 20secons and stopped. The system was rest but alerted. The operator re-connected the catheter and found the delivery of medicine could not be finished successfully. Because the exhausting could not be finished successfully. There was some blood noticed in the collection bag. A well as some liquid in the air pump. The procedure was completed with another of the same device. There were no reported patient complications and the patient status post procedure was stable. However, the returned product analysis revealed that the hypotube fractured 24.5cm proximal of the tip.